Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was between 300mg/dl and 400mg/dl. The customer attributes the highs to forgetting to count carbs when drinking soda. The customer states the doctor has adjusted the pup settings and needs to get used to it. The customer declined to troubleshoot the device.